Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor (icm) was oversensing noise. No changes or interventions were performed. There were no patient consequences.